Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 129 mg/dl at the time of incident. Troubleshooting found that the battery compartment is wet and the pump is completely cracked. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, corrosion was found on the motor and force sensor. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to verify battery heating up anomaly due to blank display. No moisture damage was found on the keypad assembly. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.